Manufacturer narrative:
The following fields have been updated with corrections: d.1. Medical device brand name: insyte 20ga x 1.16in. D.2. Medical device type: n/a. D.2. Common device name: n/a. D.2. Medical device catalog #: 388314. D.4. Medical device lot #: 8149788. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval? No. G.5. PMA/510(k)#: n/a. H.4. Device manufacture date: 2018-06-19.

Event description:
It was reported that insyte 20ga x 1.16in catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: the plastic point covering the needle was damaged. To open the input, it was observed that the plastic point that covered the needle was damaged and was not used.

Manufacturer narrative:
H.6. Investigation summary : there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history has been completed for subset # 008664bjf batch 8116824 manufactured from (B)(6) 2018 on the acam 04 machine used in the claimed batch 8149780. The batch in question was analyzed as for the tests ¿damaged component¿, ¿penetration of the tip of the needle¿, tip of the catheter and slip of the catheter and no results of these tests were found out of the specified and no other record that could clearly lead to this complaint. However, for lot 8116824 in the catheter pointing process (tipper), tip records of the bad catheter were found, which may be related to the incident in question. It is worth mentioning that adjustments related to the catheter tip to improve the quality of the catheter tip are performed by the operators / preparers of the area according to the dct024-0 procedure. These adjustments were evident during the analysis of the batch history. Since, an investigation could not be performed bd was unable to determine a possible root cause. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd angiocath¿ IV catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: the plastic point covering the needle was damaged. To open the input, it was observed that the plastic point that covered the needle was damaged and was not used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: the plastic point covering the needle was damaged. To open the input, it was observed that the plastic point that covered the needle was damaged and was not used.